Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the patient went in for a refill and got service 528 but the patient had never had magnetic resonance imaging (MRI). It was reported that the patient was nonverbal and could not say if they have had an MRI elsewhere but that it was not showing up in their chart. The hcp stated they would check to see if the patient had an MRI years ago.